Event description:
The customer observed falsely elevated magnesium results for one patient while using the architect c16000 analyzer. The customer indicated an initial result of 0.88 mmol/l, retest 3.55 mmol/l, retest 0.88 mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The date of the event appears to have occurred after the date of report. This patient information was added to the original event on (B)(6) 2012. Further investigation of the issue included a review of the complaint text, a review of the instrument by an abbott field service representative (fse), a search for similar complaints, and a review of labeling. The fse identified that the outlier results all originated from cuvette 313 on the analyser. When the cuvette was examined it was noted that it had a piece of the cuvette present, close to the lightpath beam. This piece originated from the top of cuvette and was dislodged close to the bottom internally. The cuvette was replaced on june 1, 2012 which corrected the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect c16000 analyzer; list 3l77, was not identified.